Event description:
Catheter was inserted in the patient when it was determined that there was no image displayed on ice machine monitor. When reconnecting catheter showed no change in image, a new catheter was substituted which provided good images and the procedure proceeded with no further incidents. Manufacturer response for soundstar ultrasound catheter, soundstar eco (per site reporter): this device has been reported numerous times over the last few years.